Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Initial right knee implant date: (B)(6) 2013. Concomitant: a044355 200-02-35 - three peg patella 35mm. This device is used for treatment not diagnosis. Pending investigation. There is no other information available

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2022, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.